Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the quality technician reported that error codes "f070" and "f101" were recorded in the eeprom indicating a bad auxiliary printed circuit board assembly. Since the event occurred during routine testing of the device, there was no patient involvement during this event.